Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced an elevated blood glucose level of 417 mg/dl. The customer was able to troubleshoot during the call. The customer reported that the they had a bent infusion set cannula and a lack of adhesion from the infusion set tape. The current blood glucose level of the customer was not known. The infusion set is expected to be returned.